Event description:
Information was received from a representative indicating a catheter kinked. The catheter was replaced. No symptoms were reported to them. The medication infused was morphine. On (B)(4) 2014, information was received from a representative indicating the patient had been having less pain relief. The location of the catheter issue was not specified. The surgeon removed and replaced the old catheter. On (B)(4) 2014, information was received from a patient indicating that their catheter had been replaced yesterday because it broke off where it was connected to their spine.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).